Event description:
It was reported that the patient experienced inflation issues with this device due to a fluid loss. Its source was not identified; however, the physician believed it could be in the reservoir. A surgical procedure was performed during which the reservoir was removed and replaced with no patient complications.